Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), the monitor failed an internal pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During servicing, the monitor failed the internal pulse test. The cause for the test failure was isolated to transistors q12, q13, q16 and q17 on the defibrillator board. The transistors were shorted. The root cause for the shorted transistors was unable to be positively identified. No adverse event resulted from the shorted components. The last patient to use this monitor did not report any deficiencies.